Event description:
Related to MFR report #: 2183959-2012-00221, 2183959-2012-00226. The patient was implanted with an ams apogee graft on (B)(6) 2005. It was reported that the patient experienced serious bodily injuries, pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries. The report indicates that the patient required additional surgeries on (B)(6) 2005, (B)(6) 2008, (B)(6) 2010, (B)(6) 2012, (B)(6) 2011. It was also reported that the patient has "sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.